Event description:
Customer reported missed antibodies ( anti e and anti c) on the echo, in an antenatal sample taken from a mother. The baby was transfused 1 unit of o negative blood.

Manufacturer narrative:
Instrument images were reviewed. The sample appears negative in all wells. The reactivity of the c and e antigens were confirmed on returned capture-r ready screen, lots k184 and e007.the customer's returned sample was tested with returned capture-r ready screen 4, lot k184 on an in-house galileo. The returned sample was nonreactive with all cells tested. The returned sample was also tested with returned capture-r ready screen 3, lot e007on an in-house echo. The sample was nonreactive with all cells tested. The customer's sample was also tested with retention panoscreen I, ii and iii, lot 20724 with capture select lot sc089 on an in-house galileo. The sample was nonreactive with all cells tested. The event appears to be related to the nature of the sample.